Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have tearing. Tears measures 204¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The probable root cause of damaged cover is attributed partially or wholly by the user of the device including sample handling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal jaw was misaligned/bent. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The synchroseal instrument was re-evaluated by quality engineering team and following additional information was obtained: the probable root cause of damaged jaw cover is attributed to an improper sample handling, excessive force or unintended contact during use or reprocessing by the user.

Event description:
Refer to h11 for follow-up information.